Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that she was hospitalized for surgery unrelated to the insulin pump or diabetes. Customer reported that the insulin pump was experiencing software issues. Customer reported that the pump alarmed software error, watchdog timeout, and internal clock comparison error. Customer's blood glucose reading was 250 mg/dl. Product is being returned and replaced.

Manufacturer narrative:
The insulin pump received with blank display due to moisture damage on electronics assembly. The insulin pump received with moisture damage on motor, battery tube, vibrator and keypad assembly. Unable to verify alarms due to moisture damage. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads.